Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had dirt in the forceps channel. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h11 . The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, it is likely that the following led to the malfunction: we could not identify the foreign material. We could not specify the root cause of the foreign material that remained in the device from the provided information. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.